Event description:
It was reported that during a gastroresection procedure, the device did not staple correctly, but it did cut. Bleeding. Took new instrument. New resection. Everything was ok. No further information is available. There was no adverse patient consequence.